Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. Squealing could be heard at each rpm interval, that lasted the majority of each 10 minute interval. The noise was able to be replicated on the complaint sample; therefore this complaint is confirmed. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface.

Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The sample was built into a saline circuit and then set up on a sarns drive motor. The rpm were set at 900 and ramped up by 300rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No sound anomalies or abnormalities with the functionality were observed during the test. The squealing sound was replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface. A validation review checklist was completed upon reviewing the oq, pq, and tmv related to the new halar seal rotor and sound test performed during production. No issues were noted during this review. (B)(4). Method code: (B)(4). Conclusions code: known inherent risk of procedure. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during set-up, the delphin centrifugal pumps has squealing sound. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.